Event description:
The patient was undergoing a thrombectomy procedure using the penumbra system 5max ace reperfusion catheter. During the procedure, the hub of the catheter was cracked. There was no adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.